Manufacturer narrative:
The explanted device is expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented for a routine device check in (B)(6) 2016. It was reported the patient had experienced occasional discomfort since (B)(6) 2016. At the follow-up, the pacemaker could not be interrogated and did not appear to be delivering pacing, as the patient's rate was less than 60 bpm. The patient was hospitalized and the device was explanted and replaced the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. No telemetry could be established with the device. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the battery to deplete prematurely.